Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, due to difficulty selecting an appropriate coronary vein branch, perforation of the coronary sinus occurred during sheath insertion. Venography confirmed an outflow into the pericardial cavity. Medication was administered accordingly. In addition, four days later, left ventricular (lv) pacing failure and lead dislodgement were found via x-ray examination. The lv lead was repositioned and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.